Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The philips engineer inspected the system and confirmed that the device would not produce x-rays. The review of system log file showed "x-ray dose not logged" . Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and replaced the dap (dose area product) meter. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura cv device would not produce x-rays. No harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.